Manufacturer narrative:
The evaluation of the event is ongoing. Additional records were created to capture the additional events reported ((B)(6)) should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported having used the gastrointestinal videoscope on an unknown number of patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received on (B)(6) 2024 for 3 colony forming units (cfus) of an unknown microbe in the biopsy canal and 3 cfus of an unknown microbe in the air water duct and tested positive on (B)(6) 2024 for 1 cfu of an unknown microbe in the biopsy canal, 1 cfu of an unknown microbe in the air/ water duct, and 1 cfu of an unknown microbe in the aqua jet. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
New information added to the following fields: d8, d9, h4. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where a deviation from instructions for use (IFU) was identified. The user used the device on patients and did not quarantine the device after sampling, which caused the event. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep 17, 2024. Sampling from: auxiliary water channel. Cfu: 1cfu. Bacterial identification: bacillus species. The device was evaluated where the device did not meet the specifications or function. A residual whitish foreign material was found inside the air/water cylinder, the air/water tube and the jet tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the user facility used the device on patients before culture results after sampling, which led to the event. It can be considered that the user facility understanding differed from olympus recommendation in handling of device. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device. This complaint is related to MFR# 19423.